Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was a labeling issue with the safil violet. Upon opening the box, it was noted that the inner product (c1048556) was not consistent with the external package. Additional information was not provided.

Manufacturer narrative:
Manufacturing evaluation:samples received: none, pictures.analysis and results: there are no previous complaints of this code-batch. There are no units in our stock.we have not received the affected box for analysis. However, we have received pictures of the box labeling and product inside the box.according to the picture received, the front box label corresponds to the code-batch c1048595-118363 (safil violet 2/0 (3) 90cm hr37s) and the pouches inside the box are of the code-batch c1048556-118247 (safil violet 0 (3.5) 90cm hr40s).products traceability has been checked and this mix-up took place at the moment of preparing the shipment in the warehouse. The box probably had to be re-labeled and was labeled with another reference-batch by mistake and the personnel involved did not notice of that.reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements.taking into account that no other complaints have been received concerning this issue for this code-batch, we consider that this is an isolated and accidental box.final conclusion: we conclude that the complaint is confirmed by evidence of the failure in the picture received.